Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was in clinical use at the time of event and the customer was performing an intravascular surgery procedure, which was delayed and then completed by restarting the system. The philips field service engineer (fse) inspected the system turned off unexpectedly. Upon troubleshooting, fse found that the ups requires new batteries. To resolve the issue, fse replaced the ups batteries. After replacement of the ups batteries, the system was returned to good working condition. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury from recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If the system turns off unexpectedly and this occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may be resolved, allowing for continuation and completion of the procedure. A system turned off unexpectedly which can be resolved by utilizing the design mitigation provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and, as such, philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system turned off unexpectedly. No harm was reported to philips. Philips has started an investigation of this complaint.